Event description:
It was reported that patient experienced unspecified issues with his inflatable penile prosthesis (ipp) . Ipp was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.